Event description:
Per wife the pt's pump is malfunctioning. No other info is known. Unk if device is still available for return or if side effects or a dose was missed. Curlin 6000 pump: sn (B)(4), pump due date: 02/20/2021. Reported to (B)(4) by pt/caregiver.